Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and could not duplicate. Exorcised unit to no fail. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) printer just stopped printing strips suddenly. All attempts at resuming print function were unsuccessful. Customer stated they will change therapy to another cardiosave. There was no patient harm.